Manufacturer narrative:
The reported event of a torn leaflet could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of a torn leaflet could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 27mm trifecta¿ gt valve was implanted. On (B)(6) 2020, the valve explanted due to a leaflet tear that was noted on an echocardiogram. The valve was replaced with a on-x prosthetic heart valve. The patient was reported to be in stable condition. Additional information has been requested.